Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station became unresponsive with a blank screen. The device was offline in rss, and the user confirmed power was available at the outlet; however, the station remained powered off and nonfunctional.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that station had no power. The field service engineer (fse) replaced the failed drawer 2.1 controller board and restored system power. The system functioned as intended after the field service engineer (fse) resolved the issue.